Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.0 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports loss of bcva and elevated iop. The lens remains implanted. Reportedly, timolol was administered to the patient in order to lower iop. The surgeon notes fluctuating refraction. No updated information is available at this time.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of -13.0 diopter in the patient's right eye (od) on (B)(6) 2018. The surgeon reports loss of bcva and elevated iop. Reportedly timolol was administered to the patient in order to lower iop. The surgeon notes fluctuating refraction. The repositioning was performed but did not resolve the problem. An exchange was performed "around (B)(6)" for another vicm5_13.2 lens of -13.0 diopter. The va was still low at 0.65 and the problem was not resolved. The reporter stated that "they don't think that the icl is causing the low va. They are thinking now that opacities in the vitreous are causing the problems (the lens and macula look good)." (B)(4). Method: no additional similar complaint type event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
B5 - updated to: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of -13.0 diopter in the patient's right eye (od) on (B)(6) 2018. The surgeon reports loss of bcva and elevated iop. Reportedly timolol was administered to the patient in order to lower iop. The surgeon notes fluctuating refraction. Repositioning was performed on (B)(6) 2018 but did not resolve the problem. An exchange was performed (B)(6) 2018 for another vicm5_13.2 lens of -13.0 diopter. The va was still low at 0.65 and the problem was not resolved. The reporter stated that "they don't think that the icl is causing the low va. They are thinking now that opacities in the vitreous are causing the problems (the lens and macula look good)." D6b - (B)(6) 2018. Claim# (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).